Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute: 1. 28.0 mmol/l and 7.9 mmol/l 2. 25.1 mmol/l and 10.9 mmol/l sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.